Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the local staff was conducting an operational check of mr1. When the power to mr1 was turned on, it suddenly switched to safety mode. No patient involvement.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. It was reported that the device alarmed for tf746002, tf346054, tf385002 and switched into safety ventilation during operational check. The reported issue can be evidenced from received device logs. The root cause was identified as a defective esm, which was subsequently replaced. Following the replacement, the device functioned as intended.